Event description:
It was reported that occlusion alarms occurred. There was an adverse impact on the customer¿s blood glucose level, with a reading that exceeded 500 mg/dl, but the specific value was unknown and displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump, dismissed the alarm, and resumed insulin. They did not require assistance from a third party, and although they experienced frequent occlusion issues, they declined further assistance, leading to the case being closed by customer support.